Event description:
A malfunction alarm was reported by the customer, indicating that the pump could not be reset and needed replacement. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, which is within the normal range, so there was no adverse impact. The customer used multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued without interruption and was instructed by technical support to return the faulty pump using a pre-paid label. The pump was to be sent back within 10 days, and the customer understood how to put the pump into storage mode before returning it.